Event description:
Broach broke during use. A segment of the broach remains in the pt.

Manufacturer narrative:
Device history records reviewed. Device history records show product was made to specification. Visual inspection shows rupture at the fourth tooth. Tornier inc. Is submitting this medical device report as a result of a proactive review of vigilance events reported to (B)(4) or to other competent authorities in (B)(4) during 2009 and 2010. The events described in this medical device report occurred outside of the united states. This is the initial report submitted regarding this surgical event and medical device.